Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep modified adjustments on the system. The system was repaired, found to operating as intended, and released to the customer for use.